Event description:
It was reported that the patient claimed a gn sliding nail, which was installed in (B)(6) in 2019, broke after 5 months.

Manufacturer narrative:
Results of investigation: it was reported that patient suffered from a fracture of a gliding nail (75001214), which was implanted in (B)(6) 2019. The revision surgery was performed in (B)(6) 2019. Smith and nephew manufactured the last batch of this product in 2010. The shelf life was 7 years, meaning up to 2017. Based on the available information it has to be concluded that either an expired product was implanted or that the device was not a smith and nephew device. The reported fracture cannot be confirmed, the root cause cannot be established. There is not sufficient information to conduct a thorough medical assessment. No batch number was made available, therefore, no production documentation could be reviewed. Should more information become available, this complaint will be reassessed. To date, no further actions will be taken. Supplier intercus, which might be legal manufacturer of the product in scope, was contacted by the patient's lawyer.